Event description:
This was not reported immediately, therefore not much info is available. Until the unit had a second incident (reported separately), they did not inform us of the incident. When a nurse noticed wet sheets, they used a hemostat to disconnect and had noticed a cracked hub. No lot number was recorded and the line was discarded.

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.